Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient came home from the hospital the day prior to the report after their implanting procedure. The patient stated they were using the bathroom fine and then all of a sudden, their symptoms began to return. Patient stated they were out of the country for 2 weeks and was given patient service's number. The patient was able to sync with their programmer and it showed stimulation was on, set to 0.3. The patient increased to 0.5 and was able to feel stimulation in the correct area. No further complications were reported or anticipated.